Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat on two low speed treatments and one high speed treatment on a left anterior descending artery (lad) and two low speed treatments and one high speed treatment on a moderately calcified right coronary artery (rca). Slow flow was observed in the left anterior descending artery (lad) post atherectomy. There were no issues with the oad observed. The patient expired.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient vessel occlusion and death appear to be related to operational context. In this case it is possible that the reported patient vessel occlusion and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat on two low speed treatments and one high speed treatment on a left anterior descending artery (lad) and two low speed treatments and one high speed treatment on a moderately calcified right coronary artery (rca). Slow flow was observed in the left anterior descending artery (lad) post atherectomy. There were no issues with the oad observed. The patient expired.